Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep). The patient reported having an increase in pain. The rep indicated that impedance check showed that electrodes 0 and 3 were out of range. The rep reprogrammed the patient around those electrodes, which resolved the issue.